Event description:
During the procedure, the luer hub of the cypher stent delivery system (in the welding connection) broke before inflating the stent. Eventually, it was not possible to inflate because the contrast was leaking from the delivery system hub; therefore, it was not possible to complete stent deployment and physician removed the product. There was no injury to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.